Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. Upon investigation, the monitor was intermittently resetting. The cause for the resets was isolated to an intermittent bga connection on programmable logic device (pld) u1003 on the monitor c/a board. The root cause of the intermittent bga solder joint could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the intermittent bga connection on u1003.

Event description:
A zoll pt service representative (psr) called zoll customer support to report that an (B)(6) female pt's monitor was displaying a service code 107 (multiple abnormal shutdowns).